Event description:
The laser within the ladarvision system reportedly had a burst of self-fire events in rapid succession which caused the laser to fire add'l non-triggered pulses during the lasik treatment of the pt. The add'l pulses produced visible changes in the corneal surface.